Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 25 events were reported for this quarter. Product return status: 24 devices were evaluated in the field. 1 device investigation type has not yet been determined. Additional information: 25 devices were not labeled for single-use. 25 devices were not reprocessed or reused.

Event description:
This report summarizes 25 malfunction events in which the device had paint chips missing. 24 events had the problem identified during a non-clinical procedure; there was no patient involvement. 1 event had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 25 previously reported events are included in this follow-up record. Product return status 25 devices were evaluated in the field.

Event description:
This report summarizes 25 malfunction events in which the device had paint chips missing. - 25 events had the problem identified during a non-clinical procedure; there was no patient involvement.